Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor did not detect bubble. The user facility's biomedical engineer (biomed) hooked up another sensor and it worked properly, which eliminated a bad cable. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Customer ordered a new air sensor to replace the suspect sensor.